Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 6. Concurrent conditions included lower abdominal pain, dysmenorrhea, vaginal bleeding, sjogren's syndrome and vaginal discharge. Concomitant products included nsaids. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), endometriosis ("possible endometriosis") and adenomyosis ("possible adenomyosis") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (abdominal hysterectomy, pelvic laproscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, uterine leiomyoma, endometriosis and adenomyosis outcome was unknown. The reporter considered adenomyosis, endometriosis, menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-jul-2020: medical records received. Event medical device removal was updated to pelvic pain. Reporters information, concomitant drug and medical history was added. New events added uterine fibroids, menorrhagia, possible endometriosis, possible adenomyosis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('medical device removal'). In a female patient who had essure inserted for female sterilization. In 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020, quality-safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. In 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.